Event description:
It was reported that the patient received shocks. It was also reported that the right ventricular (rv) lead pace/sense impedance, superior vena cava (svc) impedance, and r-waves were reduced. During replacement, the physician found that the outer insulation sheath pulled away from the rv lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Concomitant products: 407652 implantable pacing lead, implant date: 2005 (B)(6). (B)(4).